Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without stimulation and unable to recharge their system due to charging system would no longer communicate with the ipg. Reportedly, a replacement charging system and well as troubleshooting with the patient programmer did not provide resolution. It was further determined the ipg was slightly flipped inside the pocket. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Postoperatively, stimulation was restored to the patients' satisfaction and the issue resolved.